Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was found to meet all performance requirements, including temperature assessment, and no problems were noted. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Received form the us stating that the device was overheating. The date of the event is unknown. The device was used in surgery. No patient or user injury occurred. It is unknown if medical intervention had occurred. No additional information was provided.